Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-04089, 1225714-2014-04090, 1225714-2014-04091 and 1225714-2014-04092, 2937457-2014-00982 and 2937457-2014-00983.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.